Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the buttress/compression nut was damaged when removing the bcn and blade screw guide sleeve. The buttress/compression nut was found to have damage to the inner edge that locks into the tfna aiming arm. Due to the damage to the buttress/compression nut would not lock into the tfna aiming arm. There was no surgical delay. The procedure was completed successfully. There was no patient consequence reported. Concomitant devices reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1). This complaint involves (3) devices. This report is for (1) buttress/compression nut. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the buttress/compression nut (p/n: 03.037.016 , lot number: 9457864) was received at us cq. Visual inspection of the complaint device showed damage to the internal threading. Device defect/malfunction identified? Yes. Functional test: a functional assessment was unable to be performed on the complaint device due to lack of mating devices. However, the damage observed would cause an inability to assemble. Therefore, the complaint condition was able to be confirmed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the observed damage would cause the complaint condition, even though a functional test could not be performed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 03.037.016; synthes lot #: 9457864; release to warehouse date: 10 jun 2015; manufactured by: werk hagendorf ; no ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.